Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the prowater guide wire interacted with the previously implanted xience sierra stent while crossing causing the reported device damaged by another and subsequent material deformation. The damaged stent was crushed against the vessel wall, a new stent was placed to encapsulate the crushed stent, and a balloon catheter was used to post dilate the newly implanted stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat the mid right coronary artery with a ruptured plaque. It was noted that prior to the procedure the patient presented with an acute myocardial infarction (mi), the patient was on medication for deep vein thrombosis, and presented with clotting. On (B)(6) 2021, a 4.0x28mm xience sierra was deployed. Prior, during, and after the procedure, the patient coded several times and went into shock. Medication was administered and the patient was stable. Patient was compliant with dual antiplatelet therapy (dapt). However, on (B)(6) 2021 the patient experienced angina. Angiography showed residual clots proximal to the stent. The patient still had an acute mi. The stent remained patent. The clots and mi were never fully resolved from the initial procedure. Optical coherence tomography was performed and an asahi prowater guide wire was advanced with a non-abbott embolectomy device to aspirate the clot. The prowater guide wire became entangled with the xience sierra stent. The tip of the prowater broke off and was crushed against the vessel wall. The stent looked disfigured. Therefore another unspecified guide wire was advanced with an unspecified balloon, and crushed the xience stent against the vessel wall. Another 4.0x28mm xience sierra stent was deployed to encapsulate the disfigured stent and open up the lumen. Post-dilatation was successfully performed with a 5.0x15mm nc trek balloon. The patient is stable and was transferred to intensive care unit. It is unknown if the clots were fully resolved. No other information provided.